Event description:
It was reported that the customer was having excessive "no delivery" alarms and was hospitalized with dka. Troubleshooting during the phone call indicated the pump was operating properly. Technician explained this alarm is often most likely the result of a problem at the site which will cause high bgs. Suggested changing infusion set and rotation the insertion site. Customer was sent a site chart and samples of different types of infusion sets.